Event description:
Patient encountered moderate difficulty during surgery and there after developed a type ii leak from lumbar arteries and type I from left limb: 2001, 360 degree wire wrap was during implant which was corrected invivo. Also electively placed wall stents in both limbs due to size of the common iliac arteries. In 2002, CT scan noted type ii leak from apparent right lumbar artery. Monitor only. In 2003, type I leak at left limb attachment site. Placed 2 graft extender cuffs in left iliac to treat leak. Nine mos later, ultrasound found no flow in sac and aneurysm appears to have grown to 9cm now and occlusion in right graft limb. No action. Six mos later, abdomen cts reveals type ii leak most likely from lumbar artery. Monitor only. A month later, angiogram found evidence of filling of paired lumbar vessels at l3 and l4 - type ii leak source. In 2005, follow-up visit: the type ii leak continues to be monitored as aaa appears to have stabilized at 10cm. Patient is a large man.

Manufacturer narrative:
Notification of events was received from the law firm as result of a claim.